Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads. The insulin pump was received with broken reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported the customer received a motor error alarm after a bolus delivery. Customer's blood glucose was 146 mg/dl. The customer stated they wore their insulin pump into a magnetic resonance imaging machine. Customer stated the insulin pump was alarming motion sensor test failure shortly after. It was also reported the customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.